Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they thought the reason for the inability to charge completely was due to a technical issue with the controller. The rep reported that they believed the repair service was to send the patient a new controller. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was not getting a full charge from their controller. The caller stated that the controller would be at 90% and the ins would be between 10-15%, and it would only charge the ins to 50% before dying. The rep advised the patient to call in. No symptoms were reported. No further complications were reported. Follow-up was conducted.